Manufacturer narrative:
The device was received in backup mode due to low battery voltage caused to normal usage. The device image analysis showed device was in backup mode because of battery voltage at end of life (eol) levels. The device image indicated as well that the autocapture feature was enabled and that the device was operating in high output mode (hom) at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The device could be interrogated, and code was reloaded without any anomalies. Further analysis, including nominal testing and testing at various pulse amplitudes, did not find any anomalies other than device being at low battery voltage due to normal usage. The device exceeded the projected longevity based on device usage and is considered normal battery depletion. The reported events of premature depletion, failure to interrogate and loss of pacing were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient was admitted to the emergency department with complete heart block. An attempt was made to interrogate the device; however, the device could not be interrogated and there was no magnet response. It was suspected that the device had reached end of life (eol) earlier than anticipated. There was also a loss of pacing noted which resulted in the patient¿s underlying rhythm of complete heart block to present. The device was explanted and replaced to resolve the event, and the patient is currently recovering in the cardiothoracic intensive care unit (cticu).